Event description:
The event occurred on an unspecified date and involved a spinning spiros¿ where it was reported there were several complaints (not registered since lack of time, pharmacist) of particles in preparations of ¿study chemo¿. The ¿study medications¿ they prepare for a longer time. The status of the product at time of event was during after preparation. Unknown patient involvement and unknown patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint. Additional information b3, b5 and d9.

Event description:
Additional information was received which stated that after preparation particles are visible in the IV bag. The customer stated that they are not sure which could be the cause of this particles but they assume that it could be the silicone oil. There was no serious injury, no blood loss, no unprotected chemo exposure, no adverse operator consequences, and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. It was detected prior to direct patient use.